Event description:
Complainant alleged that during biomed testing, the device displayed "check pads" and "defib pad short" messages. Complainant indicated that there was no patient involvement in the reported malfunction.